Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The information provided by the reporting healthcare facility states that the device was not in contact with the patient when the haptic tore. The healthcare professional was able to implant a back-up lens in the original planned surgery session. The healthcare professional has confirmed that no further remedial action is required and that the patient was not injured as a result of this event. The available information indicates that haptic breakage occurred as a result of user error. Our review of production records for the c-flex aspheric 970c iol batch 072e39051 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (july 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 072e39051.

Event description:
Rayner intraocular lenses limited received notification from the canadian distributor of an event that occurred during use of a c-flex aspheric 970c iol. The event description provided states "haptic stuck/jammed in cartridge and tore haptic off."